Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) right atrial (ra) and shock channel. Technical services (ts) suspected possible electromagnetic interference (emi), but it was not conclusive. Therefore, further testing was recommended. Isometrics tests were performed, and the noise was not reproduced, however, the patient remained under monitoring. No adverse patient effects were reported. This rv lead remains in service.